Manufacturer narrative:
(B)(4). As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that during an implant procedure, this lead was noted to have dislodged as the helix backed out. This lead was able to be connected in the same location and all measurements were within normal limits. This lead remains in service. No adverse patient effects were reported.